Event description:
Epidural pump alarming and reading "infusion complete, 0 ml remaining." Opened pump to find the bag is full, very little or no medicine infused. Epidural was removed and pt continued with oral and IV pain medications.